Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the haptic broke. The incision was enlarged to remove the lens and a different type lens was implanted.